Event description:
As reported, during a thrombectomy procedure using a bobby in combination with a 5f diagnostic catheter, a dissection at the ica occurred. Additional information received notes the "dissection" did not require a change of medication nor any intervention. The patient is noted to be in "good" condition.

Manufacturer narrative:
As a device model and lot number were not provided, a search for production-related ncrs could not be performed. The reported device is expected to be returned to microvention for evaluation. A supplemental and final report will be filed following the completion of the complaint investigation.

Manufacturer narrative:
The investigation of the returned bobby found no damage along the surface of the device that would have caused or contributed to the reported complaint. As no procedure images of the dissection were provided for evaluation, this investigation could not further assess the interaction between the bobby and the patient's anatomy to determine if the device caused or contributed to the reported dissection.